Event description:
The customer reported the system rebooted itself during usage. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply and the fluoro functions board. The system operates as intended.